Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue but was able to verify the reported issue was logged in the device¿s memory. The technician replaced the system board as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.the cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not complete its boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed there was no patient involvement reported with the event.